Event description:
There was difficulty with insertion of the lumbar drain at l3. The trocar was removed followed by removal of the lumbar drain, however a small piece (approximately 2-3 centimeters) of the drain broke off and is probably in the posterior epidural space. There is no complaint of pain. Discussed with attending neurosurgeon. The small drain fragment is seen on CT scan of the area.